Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a centralized communication engine (cce) interface issue. The field service engineer stated that the hospital it personnel rebooted the device remotely to resolve the issue. The system functioned as intended after the hospital it personnel troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation 4000 system displayed a critical override error. The customer reported that there was an interface warning on the console screen and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.